Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that they were "falling out". The patient reported they were informed the battery was "running down". The implantable pulse generator (ipg) remains in use. No further patient complications have been reported as a result of this event.